Event description:
The customer reported via phone that insulin pump had motor pump error. Customer¿s blood glucose was unknown at the time of incident. Customer was able to successfully clear the alarm. The insulin pump will be returned for analysis.